Event description:
Rotoblader guide wire was broken dring removal. Remaining end of wire lodged in the patient's left anterior descending coronary artery and required surgical removal. Patient is currently in satisfactory condition with no sequelae experienced from the event.